Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive was evaluated and reformatted. The system was tested, found to be working as intended and returned to service.

Event description:
It was reported that the system was not saving cine runs (data loss). There is no report of pt injury or death.